Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break approximately 100mm proximal from the distal tip. A visual examination found that the balloon was not folded which indicates that the device was subjected to positive pressure. No issues noted with the balloon material. The markerbands and blades and tip section of the device were visually examined, and no issues were noted with the markerbands, blades or tip of the device. All blades were present and fully bonded to the balloon material.

Event description:
It was reported that a device separation occurred and was removed with a snare. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee artery. A 3.5mm x 15mm wolverine cutting balloon was selected for endovascular thrombectomy (evt). During the procedure, after dilating the lesion using this device, the shaft got separated when attempting to remove the device. The device was completely removed using a snare and the procedure was completed using this device. No patient complications were reported and the patient's condition was stable with no particular issues.

Event description:
It was reported that a device separation occurred and was removed with a snare. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee artery. A 3.5mm x 15mm wolverine cutting balloon was selected for endovascular thrombectomy (evt). During the procedure, after dilating the lesion using this device, the shaft got separated when attempting to remove the device. The device was completely removed using a snare and the procedure was completed using this device. No patient complications were reported and the patient's condition was stable with no particular issues.